Manufacturer narrative:
Additional narrative: 5x concomitant screws returned: 404.016s 9936430 -1; 404.016s 9761042 -2; 404.018s 9788240 -1; 404.018s 9238930 -1; visual inspection of returned screws has shown signs of use on shaft thread head section and recess. Screws are in working order except the described wear marks. No further investigation on the screws will be taken as they were rated as concomitant to this complaint. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
On (B)(6) 2017, the plate was broken.

Manufacturer narrative:
Patient information is not available for reporting. Date of event is unknown. The plate broke few days after the implant procedure on (B)(6) 2016. (B)(4). Date of explant is unknown. (B)(6). (B)(4). Device history records review was completed for part# 441.360s, lot# l044465. Manufacturing location: (B)(4). Manufacturing date: jul 06, 2016, expiry date: jun 01, 2026. No non conformance reports were generated during production. Review of the device history records showed that there were no issues during the manufacture of the product that would contribute to this complaint condition. The device was received and the product evaluation is in progress. No conclusion can be drawn. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Device report from synthes europe reports an event in (B)(4) as follow: it was reported that on (B)(6) 2016, the patient underwent surgery for a radius diaphysis fracture. A few days after the surgery, the implanted plate broke. On an unknown date, the patient underwent revision procedure and the surgeon extracted the plate and used small fragment lcp (locking compression plate) system. Patient and surgical outcome was not reported. Concomitant device: 3.5 mm ti cortex screw 16mm (part# 404.016s, lot# 9936430, quantity 1); 3.5 mm ti cortex screw 16mm (part# 404.016s, lot# 9761042, quantity 2); 3.5 mm ti cortex screw 18mm (part# 404.018s, lot# 9788240, quantity 1); 3.5 mm ti cortex screw 18mm (part# 404.018s, lot# 9238930, quantity 1). This report is for one (1) ti one-third tubular plate with collar 6holes/73mm. This is report 1 of 1 for com-(B)(4).

Manufacturer narrative:
Manufacturing evaluation and product investigation has been completed. The product was returned in a packaging different from the original packaging. The laser marking is readable. Traces of use and damage are visible. The plate is broken at hole 3. During the evaluation, all dimensions relevant for the function of the product were measured, and found to fulfill the specifications. The (B)(4) material certificates were checked and it was found that all used (B)(4) material fulfilled the specifications. Based on this, the complaint is rated as confirmed but not valid from the point of view of the manufacturing site. No manufacturing related issue was identified and/or confirmed. Exact root cause for this plate breakage could not be determined. We assume that an overloading situation must have taken place which finally led to this breakage. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that two months after the initial surgery done on (B)(6) 2016, patient had delayed union. Patient underwent revision surgery on (B)(6) 2017. Concomitant device: lcp system (part# unknown, lot# unknown, quantity 1).